Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) connected with the customer and found that host pc did not boot up. After reviewing log file, rse found that the host pc was unable to communicate with other pcs or modules. To resolve this, the customer replaced the hard drive and restored a ghost backup, the host pc was replaced a second time with a new hard drive. After that the issue persist. Upon onsite troubleshooting the field service engineer (fse) attempted to load the software onto the host pc but was unable to rectify the problem. To resolve this, the fse collaborated with nss, who successfully loaded the operating system software, application software, and the license for the host pc. After reloading the software on host pc, system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.